Event description:
It was reported that the patient presented for a scheduled pocket revision. The patient had complained of the pacemaker moving in the pocket when turning over. No redness or swelling at the site. The pacemaker was moved more lateral and anchored to the muscle to minimize device movement. The patient was stable prior to, during, and following the procedure.